Manufacturer narrative:
Reference: voluntary medwatch report # mw5156961.

Event description:
Voluntary medwatch received states that the patient presented with an unspecified infection that required the explant of the capped right ventricular lead. No additional adverse patient effects were reported. No further information was available.